Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed a hypotube shaft break at 20.2cm from the catheter strain relief. The hypotube was also kinked at several locations along its length. A microscopic examination of the balloon material did not identify any damage. No damage was noted to the tip, balloon sections, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 16mm x 2.75mm, 90% stenosed target lesion containing a lesion bend between 45 to 90 degree was located in the moderately tortuous and calcified proximal left anterior descending artery. A 06/2.50 flextome¿ cutting balloon was advanced to treat the lesion however, shaft fracture occurred. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft fracture occurred. The 16mm x 2.75mm, 90% stenosed target lesion containing a lesion bend between 45 to 90 degree was located in the moderately tortuous and calcified proximal left anterior descending artery. A 06/2.50 flextome¿ cutting balloon was advanced to treat the lesion however, shaft fracture occurred. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).